Manufacturer narrative:
Submitted: (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the display screen was deeply scratched and difficult to read through. The display lens was peeling off, exposing the display screen. On testing, the pump powered on normally. The display was noted to be dim and faded. A test display was attached to the pump and illuminated properly.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the display screen was damaged by a deep scratch and was dim and faded.